Event description:
"Powerglide catheter sheared and looks kinked." On (B)(6) 2014 - surgeon met resistance when advancing the catheter. They tried to pull the catheter with wire back but it was stuck because there was a kink/knot mid-shaft in the line. The needle did not go into the vein and came out easily but looks as if it pierced the catheter. Surgeon was able to fully remove the device. No patient harm reported. A nurse also mentioned there was a "gritty feeling" to the powerglide.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyd1807 showed no other similar product complaints from this lot number.